Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead fractured and had an insulation issue when trying to pass the lead through the introducer. A new lead was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a sixteen-degree angle between the helix housing and electrode ring. Analysis confirmed the bent lead tip.